Event description:
Provider embarking on an interventional vascular procedure through a brachial artery approach. Wire and balloon twisted in artery and unable to manipulate safety. Pt transferred to higher level of care for vascular surgical removal. FDA safety report ID# (B)(4).